Event description:
The hcp reported symptoms of increased drainage at the cranial wound site during a follow up appointment with neurology. The nurse sent the pt to the emergency dept for further eval. Up until this time, the pt had been feeling fine overall. The ER physician examined the pt's head wound and found the wound to appear normal. The ER physician also examined the pt's chest wound and suspected cellulitis. The wounds were cleaned and the pt was prescribed keflex. The neurosurgery team was consulted and confirmed the head wound appeared infected. The pt was to be admitted to the hosp, but due to miscommunication, the pt ended up going home. Two days later, the pt was seen for follow up by the ER and complained of increased drainage from the right hand side of his cranial wound and felt he had not improved from his last examination. Physical examination of the head wound revealed a small amount of reddish yellow serosanguineous fluid and white purulent material coming from the head wound. The pt was sent for a head CT scan, with and without IV contrast, in order to rule out underlying abscess. The CT scan revealed no evidence of intracranial or subcutaneous abscess or fluid collection. It appeared the pt had a suture abscess that drained upon physical examination. The hcp changed the pt's antibiotic from keflex to ciprofloxacin and the pt was discharged in stable condition. Refer to medwatch report #2182207-2005-00661.

Manufacturer narrative:
.